Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead presented for a routine follow up and shock impedance measurements of greater than 200 ohms were observed. It was noted that the shock impedances in the daily measurements were normal. Technical services (ts) discussed possible causes as well as troubleshooting options. No adverse patient effects were reported. The lead remains in service.